Event description:
3 days after implantation of a 3.0x32mm taxus express2 drug eluting stent a vessel dissection occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. It was reported that a 3.0x32mm taxus stent was placed in the proximal lad. No lesion calcification or vessel tortuosity was reported. A dissection occurred and the end of the stent. The patient presented 3 days after the initial procedure with dissection of the mid lad at the distal end of the previously placed stent. It was reported that the dissection "was not visualized before because of the thrombus". A 2.7x32 mm stent was "placed inside the distal part of the previous stent to continuation." Post intervention, timi grade iii flow was reported. Prior to the procedure, the patient reportedly was placed on an intra-aortic balloon pump, had severe chest pain, and decreased pressure. The patient received plavix, ompamine, intergrilin, neosynephrine, and amiodarone prior to and during theprocedure. In addition, during the procedure the patient received heparin. The patient reportedly had no complications.